Event description:
During an esophageal banding procedure the physician used a cook endoscopy six shooter saeed multi band ligator. The ligator was loaded onto the endoscope and advanced into position. When the handle was turned the bands would not deploy. The endoscope and ligator were withdrawn from the pt and visually examined. The physician decided to attempt band deployment again. The ligator was advanced into position. However, the attempt to deploy the bands was unsuccessful. The ligator and endoscope were removed and another ligator was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of report is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, constricting the trigger cord and preventing proper band deployment. The instructions for use caution the user that use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure. Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord near the handle if band deployment difficulties are encountered. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use advise the user that removal of the endoscope and attachment of another ligator may be required if more bands are needed. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action is warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.